Event description:
At the beginning of an oral procedure (3rd molar extraction) the drill became hot. The pt sustained a second degree burn to the lip that was treated with bacitracin. Scarring is not expected.

Manufacturer narrative:
The drill was received by the MFR for eval, however, it has not yet begun.